Event description:
A peritoneal dialysis (pd) patient¿s contact (B)(6) called fresenius customer service to report that the patient (B)(6) had a skin reaction. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".